Manufacturer narrative:
Representative units are currently being sent for analysis. A supplemental report will be submitted upon receipt of samples and completion of the investigation.

Event description:
The needle separated from the stylet upon activation of the safety device. The incident occurred in the emergency room.